Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, as they were not near charging supplies at the time of the call. No additional information was received regarding the outcome of the event.